Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The root cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which the device was difficult to fill due to a backflow. The device was filled with nacl 0.9%. There was a breach of the sterile fluid pathway. There is no patient involvement. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.